Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that during catheter insertion, continuous air ingress was observed from the sheath. It appeared that the air was coming from the valve, so the valve was replaced. Thereafter, the procedure was completed without any issues. Regarding the insertion technique, the sheath and catheter were not parallel; the catheter shaft was positioned slightly upward. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.